Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on additional review, the system was stabilizing and was working within expectations. Overall, the bg values meet the sg trends well, considering the delay that can occur between changes in blood glucose and changes in glucose seen by the system. The user was advised to always enter bg values into the system as calibrations when practical, when differences are observed. The user acknowledge but reported still seeing differences between the cgm and glcometer measurements. The case was closed but will be re-evaluated.

Event description:
On 09 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
H6. Investigation findings updated to 114. B4. Date of this report 07 oct 2025. G3. Date received by the manufacturer? 07 oct 2025.